Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the seat cracked on the right side. Allegedly it started in the back and worked its way all the way down the seat toward the front. MDR filed.